Event description:
A 26mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported the bifurcated device was implanted 1-2 mm below the renal arteries. During deployment of the contralateral limb, the stent graft came down too far. The contralateral limb had to be pushed up to pace it in the contralateral gate before the remainder of the stent graft was completely deployed. A post angiogram injection revealed the renal arteries were partially covered. A reliant balloon was used to successfully pull the bifurcated stent graft down. It was reported the lower one of the renal arteries was slightly disrupted during the procedure. No intervention was required and no add'l clinical sequelae were reported. The pt is fine.